Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. Review of provided x-rays and photography confirms the reported femoral stem fracture. A search of the complaints databases identified two other reports against the 2938010 lot code. The reports are not related or similar. No other reports were found against the remaining product and lot code combinations since their release to distribution. Review of device history records finds no related manufacturing deviations or anomalies that would have contributed to the reported event. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Procedure: hip revision. Primary surgery was performed on (B)(6) 2013. Revision surgery was performed on (B)(6) 2014. Hip was revised because the distal part of the stem has broken. Additional primary implants were lima 62mm cup and insert. Componpre-op x-ray and photo of the explanted stem are available. Patient initials and dob are provided.